Manufacturer narrative:
The events of inadequate tissue ingrowth, infection, and healing delayed are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri in the abdomen for abdominal wall reinforcement on (B)(6) 2013 during bilateral diep flaps surgery. Post-implantation, the pt experienced delayed healing of the surgical wounds with drainage. A diagnostic culture returned with positive growth for (B)(6). Treatment included "multiple course of oral antibiotics then surgery. At reoperation [on (B)(4) 2014], abdominal wound tracked down to unincorporated seri which was debrided." The device remains partially implanted and in unavailable for return.